Event description:
It was reported that the customer experienced two consecutive alarms, alarm 2 and alarm 26. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin, and no further assistance was considered necessary.